Manufacturer narrative:
(B)(4). A third party service provider evaluated the device and could not verify the reported complaint. The device was tested, no issues were observed and it passed all testing. No parts were replaced. The reported malfunction was not duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the set respiratory rate on the ventilator and the patient's respiratory rate were different. The auto trigger was then activated on the ventilator. Although the device continued cycling, the patient was transferred to another ventilator without harm.